Event description:
It was reported that this right ventricular (rv) lead exhibited noise signals and oversensing. The patient experienced pacing inhibition and asystole greater than 2 seconds. The patient is not device dependent. The lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).